Event description:
During review of the in-house programming/diagnostic history database, it was observed that high impedance was observed on (B)(6) 2012. Two repeat diagnostics were performed following the high impedance reading which were both within normal limits. It is unknown if the intermittent high impedance has recurred or whether surgical intervention was performed that resolved the high impedance. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.